Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that a 00mlx mlx 300w xenon lightsource was used on (B)(6) 2017. The device shorted out and melted the plug. No patient involvement or surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection found that the end of the power cord was melted. Functional testing found that both the power supply and lamp cause one fuse to blow. The power entry module, power supply and lamp were determined to be faulty. The reported complaint was confirmed. No manufacturing or design related issues were confirmed.